Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 08/31/2007, however the correct date is 08/30/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in the right eye (od) with mild affect on visual acuity (va) post treatment. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in od and asked when was his vision going to get better in od. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2019, a bandage contact lens (bcl) was removed in the od, one small striae peripherally still present. Va is still 20/40 and patient is still asking when va will be getting better. Patient was advised that va usually improves over the next few days, will plan on checking vision in od in 2 weeks. Patient understands. Bcva from (B)(6) 2019: right eye pre-op 20/20 -.50 x -3.25 x 177. Left eye pre-op 20/20 -.75 x -2.25 x 176. Bcva from (B)(6) 2019: right eye post-op 20/30. Left eye post-op 20/20.